Event description:
The customer stated that there was a speaker malfunction inop. There is no info whether the speaker emitted any sound. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.